Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit would not cycle. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
One ventilator device was received for investigation. Although no damage was observed during visual inspection, the reported issue was confirmed during functional testing when a continuous flow was observed upon device activation. The issue was traced to the input manifold assembly, which determined to be faulty. A review of manufacturing device history records found no non-conformances related to the observed condition, and the device had not been serviced previously. Based on the available information, the investigation confirmed the reported issue, but could not identify a root cause. The manifold assembly was replaced.

Event description:
Additional information received via email: the event date was unknown. No patient involvement.